Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_adaptor_acc, lot# unknown, product type accessory. (B)(4).

Event description:
It was reported that the patient was involved in a car collision and since then, the effectiveness of the therapy had diminished. It had gotten to the point where the patient could not feel any stimulation at all. Impedance measurements were however all fine. The impact from the accident was on the opposite side of the implantable neurostimulator (ins) implant site. Additional information was received which reported that the patient was not receiving therapy and was awaiting an appointment with the nurse for further troubleshooting such as running an impedance check while manipulating the pocket/adaptor site

Event description:
Additional information reported that when the nurse ran impedance checks while manipulating the patient¿s pocket adaptor and connections there was ¿no difference to the impedance readings.¿ it was stated the patient was ¿receiving some therapy from one of her leads at very high voltages (much higher than before)¿ and that her ¿stimulation was not adequate for pain relief¿ at the time of follow-up. It was noted it was planned to replace the patient¿s leads, however no date had been confirmed at the time of follow-up.

Manufacturer narrative:
(B)(4)